Event description:
It was reported to adac that the electron dose distribution appeared to be incorrect by an unspecified amount when using bolus. The user was running a test plan with electrons and trying to compare isodose lines with a phantom bolus vs. Non bolus. User did not see the isodose distribution user expected. No injuries were reported as a result of this issue.